Event description:
It was reported that in the beginning of december, the patient developed increased spasticity. On (B)(6) 2010, the patient was admitted to the hospital for a refill and rotor test. At the refill, the expected residual amount was 3.8 ml and the actual residual amount was "almost empty." The refill was completed and the patient's symptoms recovered. The rotor test showed no anomaly. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).